Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The service history review revealed no previous service events that would cause or contribute to the reported problem. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced shortness of breath coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of the shortness of breath was fluid in the patient¿s lungs. The patient is recovering from the shortness of breath and pd therapy is ongoing. No additional information is available.